Event description:
It was reported that during a trochanteric fixation nailing (tfn) procedure on (B)(6) 2014, a distal locking screw became difficult to insert and the head stripped. The head of the screw was prominent by approximately 8-10mm; the surgical team ended up cutting it off. This extended the operative time by at least 30 minutes. A blood transfusion was required and additional intraoperative x-rays were required. The procedure was completed successfully. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.